Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the buttons were not responding. The blood glucose reading was 186 mg/dl. The customer did not recall any significant issues leading to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.